Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as unidentified (tear) opening shell thickness within specification. And missing piece of shell assessed, as inconclusive. Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side rupture. Confirmed by MRI, mammogram and ultrasound. Leak and exchange of textured implants, due to patients concern with the product. Device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left side rupture. Confirmed by MRI, mammogram, and ultrasound, leak. And exchange of textured implants, due to patients concern with the product. Device has been explanted.